Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported having elevated blood glucose levels while wearing the pod which reached 497 mg/dl. He did not feel the cannula deployed properly and when the pod was removed the pod site was bruised. Events provided: 8:46pm pod deactivated, 8:42pm bg 497 // bolus 14.00u, 7:18pm bg high, 5:34pm bolus 11u // bg 431, 1:458pm bg 444// bolus 7.75u, 10:31am pod activated, the pod was worn between 24 and 36 hours.

Manufacturer narrative:
The returned product was evaluated and the reported failure of the needle mechanism to properly deploy the cannula was confirmed. Mechanism rails-wings did not capture slide insert was determined to be the root cause.